Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gynecology hysteroscope exhibited the ceramic tip cracked off. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (telephone number must be removed), e2, e3 and h6 (medical device problem code: 2907 - detachment of device or device component has to be removed). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation for the event of ceramic tip cracked and based on the fault pattern, it is assumed that the damage to the insulation insert was thermally and/or mechanically induced. Olympus will continue to monitor field performance for this device.